Event description:
It was reported while using bd alaris¿ lvp 20d 3ss 0.2m cv components separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that the tpn tubing had become disconnected and fell to the floor. Tpn tubing had become disconnected. Per charge nurse, "patient was just standing there talking and the tubing fell to the floor."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-aug-2022. H.6. Investigation summary: the customer reported that tpn disconnected and returned one used sample of material 2432-0007. The sample verified the failure with a separation of the silicon tubing at the lower fitment. The silicon had evidence of the ring retainer, the ring retainer was not returned, and the tubing passed dimensional testing. Root cause traced to user. We urge the customer to be careful when loading the tubing into the alaris pump. Manufacturing provided several continuous improvement actions on the pumping segment assembly process, and are continuing to monitor for failures and complaints. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss 0.2m cv components separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that the tpn tubing had become disconnected and fell to the floor. Tpn tubing had become disconnected. Per charge nurse, "patient was just. Standing there talking and the tubing fell to the floor."